Event description:
The reporter stated that the synplug cement restrictor product with a label expiration date of november 30, 2010, was implanted during a surgical procedure at the site of a femoral arthroplasty.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information. According to the association of perioperative registered nurses (aorn), recommended practices for maintaining a sterile field, effective (B)(4) 2006, recommendation iii, "items used within the sterile field should be sterile." If an expiration date is provided, the date should be checked before the package is opened and the contents are delivered to the sterile field. Outdated items should not be used.